Event description:
It was reported that upon deployment of the filter in a 9mm vena cava, the limbs twisted. The dr stated that the filter was firmly anchored. The filter remains implanted and functioning as intended.